Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to investigate the reported error 2012 (instrument host timeout error). Fss reset all connections, checked system and found there was no error. Fss checked all parameters and the system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that error 2012 (instrument host timeout error) occurred on the whitestar signature system. There was no patient involvement reported and there was no patient treatment delays or cancellation.